Event description:
Customer receive a result of 76mg/dl on his contour meter. He then ran a test on a different meter and received a 150mg/dl. The difference between results falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips were replaced and he is expected to return his strips for evaluation.